Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. The caller was guided through resetting the pump, which resolved the issue, allowing them to successfully start a new sensor session.